Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump at the time of death. Caller stated that the customer died due to diabetic complications and heat attack. Caller stated that the customer was found unconscious and he called the paramedics. Caller also stated that the customer had liver and bone cancer for over two months. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.